Event description:
It was reported that during a rectum resection procedure, the surgeon has too much tissue in the instrument. Post surgery patient got anastomosis insufficiency. Patient is now okay.